Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-02215, 2134265-2009-02251. It was reported, by the patient's daughter, that post a coronary drug eluting stenting treatment procedure, a heart attack and stent "shut down" occurred. An unknown sized taxus express2 stent was deployed in the right coronary artery (rca). Three years post the original stenting procedure, a 3.00x16mm and a 3.00x8mm taxus express2 stent was deployed in the rca. Approximately five years post the original stenting procedure, the patient experienced a heart attack. Cardiac catheterization performed two weeks later indicated the two stents inserted in the rca had "shut down". Additional information was requested, but not provided.